Event description:
Patient came in with pain and it was determined that the cocr rod between l5 and s1 had broken. Currently, the rod remains in the patient and revision surgery is not planned at this time.

Manufacturer narrative:
Pioneer has requested more information but none is available at this time.